Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after puncture, the guide wire could not pass through the puncture needle and was stuck and could not be pulled out. There was nothing unusual observed on the device prior to use. The catheter was not repaired. There was no leak, and tego was not utilized. There was no luer adapter issue. There was no cleaning agent used on the device. The insertion site was not treated with prior product placement. There were no other products being utilized with the device and no excessive force use on the device. The guidewire provided with the kit was the one being used. The guidewire did not break when removed. The guidewire was pulled out together with the puncture needle when removed by hand. It had to withdraw the needle and replace the puncture needle and guidewire as the remedial action done and the intervention/treatment required as a result of the event and to complete the operation. There was no blood loss, and blood transfusions were not required due to the event. There was no reported patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted one guidewire and one puncture needle, with the guide wire visibly stuck in the puncture needle and signs of use. It was reported that the guide wire was unable to be withdrawn. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.